Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) female patient contacted zoll to report a yeast infection under the left breast in which she was prescribed a cream. Zoll recommended contacting their physician, but there was no additional follow-up on the condition of the area.